Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the truetome dreamwire 44 broke. It was also reported that the hydrophilic tip of the preloaded guidewire was detached and was retrieved successfully. The detached hydrophilic tip of the preloaded guidewire is biocompatible and can be passed naturally by the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.